Event description:
It was reported that during an unk procedure, the scissoring effect seen in the applicators. The procedure was delayed by 10 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2026. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that lt200 cartridge was received with no apparent damage and two clips loaded. The cartridge was tested for functionality with a test device. Upon functional testing of the cartridge, the instrument loaded, retained, and deployed the clips as intended. The clips were from as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the clips performed without any difficulties noted. Device history review: an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.